Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this communicator had a touch screen unresponsive. Technical services (ts) requested to send the device back for analysis. No adverse patient effects were reported.